Manufacturer narrative:
The compressor was investigated by our field service engineer. The mains inlet was found faulty and was replaced. The compressor was returned to service after successful verification of proper function. The mains inlet has not been returned and therefore not investigated, but earlier investigations determined that the cause could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The exact root cause in this case has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).